Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted: (B)(6) 2011.

Event description:
It was reported that the patient presented to the emergency room due to muscle stimulation. The right ventricular (rv) lead had decreasing lead impedance and high thresholds, and a warning triggered due to a polarity switch. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.